Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast prostheses implantation for unknown indication with two 500cc mentor memorygel breast implants on unknown date, experienced the following: ruptured implant, bii symptoms, lethargy, brain fog, migraines, swelling of extremities (legs/feet/hands), numbness to hands, scalp sores, vision problems, dizziness, heart palpitations rash, chest pain, shortness of breath, insomnia, depression, muscle aches, bone aches, digestive issues, intermittent fevers, itchy breast (side not specified). The patient also reported fluid around the implant (side unspecified) and possible bia-alcl. No patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available. At the present time, there is no sufficient evidence to support a diagnosis of bia-alcl such as operative notes, pathology result of fibrous capsule, cytological evaluation and oncologist report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first device (ruptured) of the two devices reported.